Event description:
It was reported that during implant of the pulse generator, leads could not be inserted into the devices right ventricular header port. The device was removed and successfully replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.